Manufacturer narrative:
H3, h6: the navio handpiece thumberscrew, part number pfsr100026, serial unk and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. No probable contributing factors could be attributed to this complaint. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, after a navio-assisted surgery, the navio handpiece thumberscrew was found fractured. There was no delay. Since incident occurred after the procedure, there was no patient involvement.